Event description:
The customer reported non-reproducible elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for four patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. Subsequent testing of the patients¿ samples, on an alternate access 2 immunoassay instrument, produced lower results primarily within the normal reference range. The customer stated one patient¿s erroneous result was released out of the laboratory; the report was amended. There was no report of patient consequence or change in patient treatment associated with this event. System check failed the washed %cv (coefficient of variation) portion after the reported event. The customer discontinued using the instrument and stated the aspirate probes were replaced and system check passed but quality control (qc) was not within specification. The patients¿ samples were collected in 3 ml lithium heparin tubes and centrifuged on a stat-spin centrifuge. The samples were clear with no evidence of sample quality issues. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed signs of wear at the rotor/shaft assembly in the wash valve. The fse noted turbulent wash buffer at the pump when drawing in buffer. The precision pump did not show any sign of bubbles when priming. The fse replaced the rotor/shaft and resolved the issue. The fse performed a passing system check and high sensitivity system check. As a preventative measure, the fse replaced the univase buffer reservoir after noting dried buffer on the lower coupler. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the rotor/shaft assembly is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.